Event description:
It was reported that the right ventricular (rv) lead exhibited high/undefined superior vena cava (svc) impedance and high rv coil impedance. In addition, high threshold was noted. Historical trends showed the rv defib, svc and rv capture threshold have been slowly rising over time. The rv lead remains in use. No patient complications have been reported as a result of this event. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).